Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled." Pacer fault 115," and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.